Event description:
Staff complain about kinair bed's slippery mattress surface and that the top side rails are too short. A nurse observed a confused/combative elderly patient slide out of the kinair bed. The patient's pelvis got pinned between the side rail and bed. (The two top side rails were up and the bed was in low position.) The patient was returned to bed and examined with no injuries noted. Nurse noted they are unable to use a posey sitter ii because patient is on a kinair bed. A few days later, the same patient was found on the floor. The kinair bed was still in use. The patient told the nurse, "I was trying to get up and I just slipped right past the siderail." Patient was able to move all limbs and had no complaints of pain. There were red areas on patient's right shoulder and right hip. The kinair bed was switched to a hi/lo bed secondary to pressure relief needs. No further falls during hospitalization reported.